Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked and there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump¿s black box history showed a voltage drop followed by a replace battery alarm and a power reboot on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. No battery cap was returned with the pump. A test battery cap was not able to be fully secured to the pump but was able to be used to complete testing. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump had no power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.